Event description:
It was reported a patient presented for a generator change on (B)(6) 2023. During procedure, the right ventricular (rv) lead had an insulation breach near the header port. The rv lead was capped and replaced in the same operation. Post-procedure there were no patient consequences.